Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
This report summarizes 1 cardiac perforation event for the sapien 3 ultra transcatheter heart valve in the mitral position. The 'time to event' (tte, in days) for this event was 0. Due to the limited information and the data received, edwards cannot confirm which delivery system was used in this case, the ultra delivery system, or commander delivery system. The UDI for both devices are referenced below. The device identification (di) numbers for edwards ultra delivery system are: (B)(4). The device identification (di) numbers for edwards commander delivery system with ultra loader: (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(B)(6) registry summary reporting for adverse event submission for q3 2021 data extract for mitral deaths for the sapien 3 ultra valve. This report summarizes 1 cardiac perforation event for the sapien 3 ultra valve. The age for this event is (B)(6). The breakdown for gender is as follows: 0 males and 1 female.